Manufacturer narrative:
---

Event description:
--

Event description:
Boston scientific received information that during a follow up, a review of the device history revealed that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced an atrial fibrillation (af) event which commenced in to the monitor only before accelerating to the vt zone where the arrhythmia was treated. The patient received anti-tachycardia pacing (atp) and multiple shocks before falling bellow the treatment zone. The patient's rhythm become stable as it accelerated from vt1 zone to vt zone, however, detection enhancements were not applied in this circumstance in a cognis device. Therefore, the monitor zone was increased from 150bpm to 160bpm and the vt zone was increased from 180 to 190bpm. No adverse patient effects were reported. Remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.